Manufacturer narrative:
Initial reporter is a depuy synthes employee. The device history record (DHR) was reviewed and no non-conformance was observed during the manufacturing process. The product was released on march 18, 2020. A product investigation was completed: upon visual inspection of the returned device, it was the confidence mixing well that was received. Inside the device harden cement was observed. The remainder of the components of the kit (the injector piston, injector transfer, mixer handle, the mallet and needle and the pump) were not returned. The functional test was unable to be performed due to the harden cement inside the mixing well and due to the other components of the kit not being returned. No dimensional inspection of the device was perform as there was no damage that warranted dimensional inspection. Furthermore the harden cements inside the mixing well would impact the accuracy of the measurement. Based on the date of manufacture, the current and manufactured to of the drawings were reviewed. The complaint condition was unable to be confirmed as only the confidence mixing well was received without the rest and most of the components of the kit. The cement inside the device hardened as it was mixed with liquid for use. The cement mixing issues and the texture of the cement as reported could not be verified as the cement solidified. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: upon mixing the liquid monomer with the cement powder in the cement reservoir, it was noticed that the liquid and cement powder didn't mix properly. The contents were grainy and lumpy. The mixing handle struggled to mix the contents. A new cement kit was opened; the new batch mixed smoothly without any grainy/lumpy resistance. There was a five (5) minute surgical delay. This report is for confidence spinal cement system. This is report 1 of 1 for (B)(4).